Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. Post-operatively, drain tube breakage occurred during milking with a milking roller. There was no adverse consequence to the patient. Additional information is not available.